Event description:
A medtronic representative reported that the site alleged the treon was tracking intermittently. When in the 'too close' range, the geometry error is approximately .1 mm. When the frame was moved back to the 'medium' to 'too far' range, the geometry error of the frame is above .5 mm. There was no patient present.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. RMA issued for psu (camera). Suspect camera received by the manufacturer on (B)(4) 2012. Evaluation of returned part finds that, as received, the psu had several broken stand-offs inside the housing, indicating extreme trauma. The psu returned high geometry error for both active and passive instruments and would not track during functional testing. Too few markers were identified to be able to run the aak test. The psu is determined to be out of calibration. Replacement part shipped (B)(4) 2012. Customer reported no further issues.